Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) ¿ cyst(s)-breast: unable to observe since it is not related to the device. No other observations observed, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reporting rupture of the left side device. Ultrasound result shows "small simple isolated cysts in breast, of of 4.1 mm in upper intern quadrant of left breast, findings in relation with intracapsular rupture of the left mammary prosthesis, birads 2". Device has been explanted.

Event description:
Physician reporting rupture of the left side device diagnosed by ultrasound. Ultrasound result shows "small simple isolated cysts in breast, of of 4.1 mm in upper intern quadrant of left breast, findings in relation with intracapsular rupture of the left mammary prosthesis, birads 2". Device remains implanted.

Manufacturer narrative:
Continued phone number e1: (B)(6) . Continued fax number e1:(B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting rupture of the left side device diagnosed by ultrasound. Ultrasound result shows "small simple isolated cysts in breast, of 4.1 mm in upper intern quadrant of left breast, findings in relation with intracapsular rupture of the left mammary prosthesis, birads 2". Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/18/2024.